Event description:
It was reported that during the modified radical hysterectomy, the applier could be used normally for the first time. The clip got stuck in the jaw of the applier from the middle. The ae05ml was replaced with a new device and the procedure was continued.

Manufacturer narrative:
Qn#(B)(4). The customer returned two units ae05ml autoend05 ml for investigation. One of the returned samples was a representative sample with the same lot number as the actual sample. The returned samples were visually examined with and without magnification. Visual examination of the actual device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The actual sample appears used as there is biological material present on the device. The representative sample appears typical. The actual sample was tested first. To begin, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the actual sample by attempting to engage the triggers using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No defects or anomalies were observed. Next, the representative sample was tested. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. All 15 clips were able to fire properly. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was not confirmed based upon the samples received. Twos device were returned, the actual sample and a representative sample with the same lot number. Upon functional inspection, no problems were found with either sample as clips could be loaded into the jaws and close onto over-stressed tubing with no issues. The actual device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned devices.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800874 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the modified radical hysterectomy, the applier could be used normally for the first time. The clip got stuck in the jaw of the applier from the middle. The ae05ml was replaced with a new device and the procedure was continued.